Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2018. According to the complainant, during preparation, the technician tried to pierce the biopsy cap with a blunt needle and the blunt needle pushed the internal foam piece out of the biopsy cap instead of piercing it. Another rx locking device biopsy cap was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.